Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the first returned product noted that the reload was partially fired. Visual inspection of the second reload noted that it was fully fired. Microscopic evaluation noted that the second reload had damage to the cutting edge of the knife blade. Functionally the first reload was loaded into a pmv instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functionally the second reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass of gastroenterostomy,the first firing for duodenum resection was successful. At the second firing for stomach resection ,the surgeon felt the handle was slightly stiff, however the firing was completed at the third firing for stomach resection, the surgeon started firing, however the handle was stiff and the device stopped on the half way. The surgeon resected the rest of the tissue by electrosurgical knife and sutured. The procedure was completed with another device. No patient injury noted.